Event description:
It was reported that the customer had a partial display on the insulin pump. The customer's blood glucose level was 80 mg/dl. The customer stated that the display did not return to normal and is not using energizer aaa alkaline battery. The customer was advised that the insulin pump need to be replaced and revert to backup plan. No further information was reported.